Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on during patient use. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The device can no longer be repaired. The device was returned to the customer per request. The cause of the reported issue was determined to be due to water ingress.

Event description:
A customer contacted stryker to report that their device would not power on during patient use. There were no reports of harm to the patient as a result of the reported event.